Manufacturer narrative:
As reported, after deflating the balloon of a 5f mynxgrip vascular closure device (vcd), the physician tried to remove the mynx device through the advancer tube (at), but it was stuck. Multiple attempts to obtain additional information were made without success. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The procedural sheath was covering the balloon and the stopcock was observed closed as received. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. Functional testing per mynx instructions for use (IFU) was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. Slight resistance was felt during the unsheathing. Upon un-sheathing, the sealant was observed in the shuttle cartridge tubing, swelling with increasing profile. Subsequently, the sealant¿s proximal end was found wedged between the inner shuttle tube and the outer advancer tube. The condition of the returned sealant indicates a device deployment jam. A device history record (DHR) review of lot f1723602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam¿ was not confirmed through analysis of the returned device based on its received condition. However, the condition of the returned device is consistent with a device deployment jam. Multiple attempts to obtain clarification on the event that was reported (device stuck when trying to remove through the advancer tube after sealant deployment, which is a retraction jam) were made without success. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the investigation performed, the issue of the device deployment jam found on the returned device might have been caused by the sealant becoming exposed to moisture prematurely as evidenced by the sealant being wedged between the shuttle and advancer tube on the returned device. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up which increases its profile. During the unsheathing step after shuttle advancement, the sealant could be dragged and wedged between the inner shuttle tube and the outer advancer tube, which may have prevented the procedural sheath from being retracted during the procedure. The investigation also found that the procedural sheath¿s stopcock was not opened as received. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood trapped in the device has nowhere else to go if the user is providing temporary hemostasis with the balloon, which can result in a device jam. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, after deflating the balloon of a 5f mynxgrip vascular closure device (vcd), the physician tried to remove the mynx device through the at (advancer tube) tube, but it was stuck. Additional information received indicated that during testing, the returned sealant showed a device deployment jam.